Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a micro-dislodgement. The lead had high thresholds and was pacing intermittently. The physician opted to explanted and replace the lead as the patient is pacer dependent. No patient complications have been reported as a result of this event.